Manufacturer narrative:
This device was returned for maintenance. During repair, it was observed that the cranitome tip was bent. The assignable root cause was determined to be due to normal wear. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the craniotome device neuro tip was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.